Manufacturer narrative:
Gehc service personnel config anode heat to 83% tested: multiple ups/downs - cine runs = ok system functions as intended.

Event description:
Customer reported symptom: intermittent no column up/down.